Event description:
Nurse reported that when testing a pt with a medisense optium meter pt received a glucose result of 60 mg/dl. Pt then began to show symptoms of hypoglycemia. Paramedics were called, and in less than 10 minutes paramedics received a glucose results of 35 mg/dl. Pt was administered an intravenous treatment to raise glucose levels. The nurse has two optium meters but is unsure of which meter was involved in this incident.